Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4: expiration date updated d9: product received h3, h6: investigation summary the product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr 2.7 head 2.4 self-tap l16 ta the threads of the screw were stripped at the neck and the hex is also deformed. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of va lockscr 2.7 head 2.4 self-tap l16 ta in the device was consistent. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va va lockscr 2.7 head 2.4 self-tap l16 ta. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: related drawings are reflecting the current and manufacture revision was reviewed. Device history lot part # 04.211.016s lot # 6l88362 release to warehouse date: apr 16, 2020 expiration date: apr 01, 2030 supplier: früh verpackungstechnik ag non-sterile: part # 04.211.016 lot # 39p4852 manufacturing location: monument manufacturing date: jan 25, 2020 part number: 04.211.016, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm lot number: 39p4852 (non-sterile) lot quantity: 238 production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection, ns049907 met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.016.999, 2.8mm ti screw blank 16mm 2.7 variable angle w/sd8 lot number: 26p1955 lot quantity: 937 production order traveler met all inspection acceptance criteria. Inspection sheet, inspect warm head blank/inspect turn head and point, ns072130 met all inspection acceptance criteria. Device history review aug 10, 2021: DHR reviewed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for distal humerus fracture. During the surgery, when the surgeon tried to lock the 3 locking screws, the 3 locking screws got stripped and he couldn¿t lock them. The surgeon managed to remove the 3 locking screws and inserted new locking screws with another screwdriver without any problems. It was confirmed that there was no metallic debris left inside the body due to the locking screws being stripped. The surgery was completed successfully within 30 minutes delay. No further information is available. This complaint involves six (6) devices. This report is for (1) va lockscr ø2.7 head 2.4 self-tap l16 ta. This report is 2 of 6 for (B)(4).